Event description:
It was reported that the device went into back up operation with no defib support. The patient had cranial MRI at the time of the backup. This was resolved be reloading the device firmware. The hv lead impedance was within range and charge time was normal. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.